Event description:
During recertification of the product by zoll technical service department, the device had no display on the monitor screen, the recorder did not print & the blanking board was shorted. There was no pt involvement in the reported failure.